Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device was improperly reprocessed. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Olympus will continue to monitor the field performance for this device. Based on the investigation results, expired disinfectant was used, and disinfectant concentration check was not performed, could not be identified. From the investigation results, we presumed that since the user did not read IFU carefully, they were unaware of replacement period for the disinfectant. Therefore, the disinfectant was used beyond recommended period. Also, the disinfectant concentration check was not performed, so from the investigation results, we presumed that since the user did not read IFU carefully, they incorrectly managed disinfectant concentration. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿3.9 checking the disinfectant solution concentration level before reprocessing the endoscope, be sure to check that the disinfectant solution has an effective concentration by using test strip. Also, be sure to replace the disinfectant solution before it loses its effectiveness. Check the concentration of the disinfectant solution with the test strip each time an endoscope is disinfected. If this check is not performed, the disinfection process may be ineffective. Replace the disinfectant solution before the disinfecting effect is lost.¿ olympus will continue to monitor the field performance for this device.